Event description:
It was reported that the patient experienced a spinous process fracture that was not healing. The patient underwent an explant procedure of the superion indirect decompression spacer. Post operatively, the patient was doing well.